Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).

Event description:
It was reported that the system was removed due to bacteremia. No patient complications have been reported as a result of this event.